Manufacturer narrative:
Customer resolved the leak. No additional information was provided by the customer for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron lx20 pro clinical system ise electrolyte injection cup (eic) was not draining and leaking onto the floor. No injury was reported for this event.